Event description:
The manufacturer received information alleging a rep dreamstation auto CPAP device turned off during use and had a burning smell. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The product investigation lab disassembled the device and humidifier and performed an internal and external investigation. Using a known good power supply and power cord, the technician was able to confirm the device powers on and provides airflow. Review of the error logs shows the device has 4590.8 blower hours and 3751.6 therapy hours. There were 27 incidents of e-107 (err_heatedtube_disconnect), a continue error, 1 instance of e-4 (err_null_ptr), a reboot error, and 1 instance of e-191 (err_als_bist), a continue error. The continue errors happened within the same day therefore they trigger a level stop. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was available for download. Care orchestrator data shows compliance rate of 80%, tube temperature set at 4, humidifier set at 5, and humidification mode set to adaptive. During the investigation, the product investigation lab observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, user interface panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. The product investigation lab observed black hairlike contaminant on the flip doors, top enclosure, user interface panel, rear panel, bottom enclosure, and blower. The lab observed q8 heated tube circuitry on pca was burnt, to which the burning odor was reported, is likely caused by the failure of the q8 component. A keratin-like substance was observed on the blower box outlet. During investigation of the humidifier, the lab observed potential white mineral deposits on the water tank pan. The lab observed that the flip lid seal and the dry box seal had a yellow tint to them, and unknown dust contaminant. The contaminants found in the humidifier enclosure are considered to not be in the airpath. The lab observed many black hairlike contaminants in the humidifier enclosure, an unknown dust contaminant and an oily looking substance on the heater plate. There is no visual damage or functionality failures of the device, which suggests that the source of the contaminant was external to the device. The product investigation lab is unable to directly address any symptoms. The product investigation lab can confirm the complaint of device turned off on its own, the q8 on pca was burnt, which causes the device to cycle off on its own, and the odor most likely was from the failure of the q8 component. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.